Event description:
Customer reported an implant loss (B)(6). Pid: (B)(6). Implant loss. Pt's ill-fitting rpd was placing excessive pressure despite adjustments.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.